Event description:
The manufacturer received information alleging pressure issues with a ventilator. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower assembly was replaced due to dust and dirt contamination.